Event description:
It was reported that during a gastric bypass procedure, the device was fired to complete the jejunojejunostomy and the firing felt normal. The patient was brought back to surgery for oozing and bleeding at the common opening of the jejunojejunostomy. Sutures were used to control the bleeding at the staple lines. The amount for blood loss is unknown and it is unknown if the patient received a blood transfusion. The device was discarded. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. Ees medical director spoke with the surgeon. No additional information specific to the reported event was provided. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.